Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. No lot release records were reviewed, as the product lot number was not provided. Locked down smartphone: data not available omnipod software app version: data not available operating system: data not available hardware: data not available cgm sensor type: data not available please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient had been in the emergency room with hyperglycemia and elevated enzymes. The patient's blood glucose levels reached 400 mg/dl while wearing the pod for longer than 48 hours. Symptoms reported include a headache, dizziness and vomiting. The patient was treated with lasix intravenously. The patient was released less than 24 hours later, on the following day. The pod was discarded.